Manufacturer narrative:
The hba1c reagent lot number was 79012301 with an expiration date of 31-oct-2025. The calibration was acceptable. One level (low-level range) of the qc was high on the day of the event and one level (high-level range) was within range. The field service representative flushed the vacuum pump, replaced the reaction cells, performed checks, performed adjustments, and verified the instrument was performing within specifications with successful qc. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hbalc gen. 3 results for 5 patient samples on a cobas 6000 c (501) module. Patient 1: the initial result was 7.2% and the repeated result was 5.6%. Patient 2: the initial result was 6.7% and the repeated result was 5.4%. Patient 3: the initial result was 8.7% and the repeated result was 7.2%. Patient 4: the initial result was 8.2% and the repeated result was 7.0%. Patient 5: the initial result was 7.5% and the repeated result was 6.6%. The questionable results were reported outside the laboratory. The samples were repeated because they were randomly selected to be repeated after a service visit. The repeated results were believed to be correct.

Manufacturer narrative:
The reagent lot number is 701814. The expiration date was not provided. A technician replaced the sample probe, pump diaphragms, and a large tubing. The precision test, calibration, and qc results were acceptable. The mixer cover was rubbing on the cells. The mixer bracket was adjusted and checks were performed. The investigation is ongoing.